Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported via sus voluntary event report pain, muscle spasms, difficulty breathing, pain sleeping on sides, silent rupture and silicone gel escaped the capsules resulting in a small amount of "microscopic sized" silicone still in their body. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089866. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported via sus voluntary event report pain, muscle spasms, difficulty breathing, pain sleeping on sides, silent rupture and silicone gel escaped the capsules resulting in a small amount of "microscopic sized" silicone still in their body. Device has been explanted.